Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identifiy a root cause for the indicated failure mode.

Event description:
It was reported with the use of the bd vacutainer® edta 2k had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: spot in tube ×1 dirty tube ×1.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® edta 2k had foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated "the following issues were found in tubes: spot in tube ×1, dirty tube ×1.